Event description:
Customer reported that she had a keypad anomaly and unresponsive buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. Unit alarmed motor error during basic occlusion test due to loose motor support disk. The motor was tested outside of the device and passed.